Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced recurrence, infection, obstruction, intraabdominal sepsis, suture intestinal wound due to leaking succus, two enterocutaneous fistulas, mesh erosion into viscera, open wound and adhesions. Post-operative patient treatment included mesh explantation, closure of enterotomy, drainage from umbilical incision, lysis of adhesions, succus entericus noted, suction drain placement, wound vac placement, debridement of abdomen, two small bowel resections, repair of serosal tear to transverse colon, repair of massive ventral hernia and placement of new mesh.